Event description:
Info received indicates the head section will not go down using the CPR lever, but will lower using the siderail controls.

Manufacturer narrative:
The technician isolated the issue to a sticking CPR valve. He replaced the valve to repair the bed.